Event description:
Middle aged male with history of sarcoid and testicular cancer. Procedure is fiberoptic bronchoscopy, live video thoracoscopy- wedge resection of left upper lobe mass. Stapler was closed on tissue, power was initiated, stapler would not open. Manual override failed to open jaws as well. We had to open a new stapler to cut around the stapler. Once we were unable to remove the stapler from the lung cavity, we were still unable to open the jaws. No know harm to patient. Device number 2 used to finish procedure.